Event description:
It was reported that during the stent procedure, it was difficult to inflate and deflate the stent delivery system (sds) balloon. A syringe was used and a few attempts were made to deflate the balloon. It took sixty seconds to deflate the balloon; however, it did not completely deflate. The stent was post-dilated with a balloon catheter. Reportedly, there was no pt injury.